Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP. The patient has alleging service required message on device and power button is blinking and device will not blow. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed liquid spots with potential mineral deposits and dust-like contaminant on water tank lid, water tank seal and water tank. Dust like contaminants were observed on ui display bezel, top, bottom and center enclosure, inlet/outlet seal and blower box. The blower box screws, and brass nut of blower were observed to have corrosion due to liquid ingress. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that couldn¿t be able to confirm the customer complaint of a service required message or device not blowing air.